Event description:
Catheter was noted to be leaking from what appeared to be a small cut or tear on the clear part of the catheter near the hub.======================manufacturer response for peripherally inserted central catheter, 1.9fr x 50 cm single lumen PICC======================unknown